Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was vibrating and had come apart. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.